Manufacturer narrative:
Additional 510(k) - k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported the cuff of a portex® bivona® adult tts¿ tracheostomy tube leaked during use. The cuff was tested with air and water prior to use and it was noted it "worked fine". The patient's airway was checked for obstruction, but nothing was found. No injury was reported. See MFR: 3012307300-2017-01375, 3012307300-2017-01376, 3012307300-2017-01377, and 3012307300-2017-01378.

Manufacturer narrative:
See MFR: 3012307300-2017-02002, 3012307300-2017-01129, 3012307300-2017-01130, 3012307300-2017-01131, 3012307300-2017-01343, 3012307300-2017-01375, 3012307300-2017-01376, 3012307300-2017-01377, and 3012307300-2017-01378 (same patient).

Event description:
It was additionally reported that the patient passed away unexpectedly.